Event description:
Handpiece for a valleylab force triad electrosurgical unit sparked during a case in the operating room. The handpiece was swapped for a different one and the rest of the procedure continued without issue. The handpiece was noted to be damaged and the proximal end that plugs into the esu was broken off when the device was given to clinical engineering for sequestration. Clinical engineering could not test the handpiece because it broken into two pieces and clearly unusable. A full preventive maintenance procedure (pm) was performed on the esu and no issues were found; the pm passed. The handpiece was determined to be the issue, not the esu device. This was recorded on clinical engineering work order. The handpiece / electrode was not returned to us [clinical engineering] when the issue was reported. The cable was broken into two pieces when we received it. Because the esu (electrical surgical unit) device passed all testing and the cable was broken, the cable was removed from use and discarded. We believe the issue was with the cable, although it was not returned to the manufacturer for testing. This was a potential incident before the patient was treated. No patient harm.